Manufacturer narrative:
Pc-(B)(4). Only event year known: 2022 attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what symptoms lead to the discovery of the discontinuous device? When did they begin? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Has the device been explanted? If yes, when was the explanted date? Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis?

Event description:
It was reported that the device was discontinuous. Stated that it looks like there is a break. The patient is being referred to dell seton hospital- acct#01397139. The explant date is unknown.

Manufacturer narrative:
(B)(4). Date sent: 7/5/2022. Investigation summary : an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device batch number 15286, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4); date sent: 10/5/2022. D6b: exact date unknown. Multiple attempts have been made to try to obtain the correct explant date. To date no additional information has returned. Since the return kit for the device was requested on aug. 29, 2022, the explant date will be assumed to be (B)(6)2022. If additional information becomes available at a later time the file will be updated accordingly.

Manufacturer narrative:
(B)(4); date sent: 10/27/2022. Investigation summary: a 14-bead linx device with a visible weld ball that disconnected from a washer was returned to the analysis site. The link length and tensile force measurements were found to meet the applicable specifications during device analysis. The remaining device characteristics, excepting the visible weld ball, show no anomalies for a device that has been reasonably changed as part of the explant procedure. The device was scanned using computer tomography (CT), optical microscopy, and scanning electron microscopy. The washer through-hole at the separation was measured which was greater than the specification. The washer through-hole was concentric with small amount of material displacement at the outer edge of the through hole. The overall appearance of the surface of the washer through hole didn¿t exhibit gross loss of shape. The top view of the diameter of the exposed weld ball was measured. This diameter is within the specification (torax doc 4541). The weld ball was concentric with the respect to the wire. A manufacturing record evaluation was performed for the finished device batch number 15286, and no non-conformances were identified. Lot 15286 was an affected lot of the 2018 linx recall escalated under pia (B)(4).